Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1, pocket a1 was failed. A field service engineer assisted the customer in removing the pocket and replacing it with a new one to resolve the issue. Additionally, the field service engineer preformed proactive inspection process. The system functioned as intended after the field service engineer rectified the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 3.1 was failed and will not recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.